Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced loss of stimulation. Imaging taken showed that the lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively and the device remains implanted.